Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed an air void, valve area¿ of 4mm (vv), it is out of specification which is not related to the reported complaint. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with air voids in the valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Corrected data: DHR trend summary: trend summary confirmed no patterns were found; therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified: white particles, wear abrasion, curved opening, observed an "air void" in the valve area of 4mm (vv); it is out of specification per qa 199.06 and is assessed as workmanship. Leak test and microscopic analysis were performed which identified: curved striated openings on the radius side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage consistent in the use of some surgical tool and observed ¿air void in the valve area", assessed as workmanship. Further investigation has been initiated. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.